Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A service required alarm indicating a backlight failure was observed. The device's display board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A service required alarm indicating a backlight failure was observed. The device's display board was replaced to address the issue. The device's display board was returned to the manufacturer's product investigation laboratory (pil) for additional testing. The component was tested and passed all testing. The pil technician concluded that the display board operates as designed.